Manufacturer narrative:
A review of the manufacturing records could not be performed as the lot number was not available. The root cause of the infection could not be determined with the provided information.

Event description:
An article in the journal of vascular surgery (2015, in press) (¿a multicenter experience with the surgical treatment of infected abdominal aortic endografts¿) reports a retrospective analysis of thirty-six patients treated with endovascular graft excision and revascularization for aortic endovascular graft infection (I-evar) at four institutions from 1997 to 2014. This article indicates thirteen patients previously implanted with gore® excluder® aaa endoprostheses underwent endovascular graft excision and revascularization for aortic endovascular graft infection. On (B)(6) 2003, the patient (12 of 13) underwent treatment of an abdominal aortic aneurysm with gore excluder® bifurcated endoprostheses (unk/unk). On (B)(6) 2008, aortic endovascular graft infection was identified. On (B)(6) 2008,the patient underwent endovascular graft excision and revascularization. Attempts were made to obtain additional information on this event, however no additional information will be provided.